Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). An operating room nurse called. They were unable to communicate with the ins using the handset/communicator. The patient was on the or table and the procedure was waiting for the ins to be turned off. They were getting a message 'looking for device'. During troubleshooting, the caller moved the handset further away from the EKG monitoring equipment. After that the caller was successful to communicate and turn off the ins. No patient symptoms were reported. No further complications were reported or anticipated.